Manufacturer narrative:
Patient date of birth and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility address and telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, the blue plastic portion of the inserter for elastic nails broke. Surgery was completed successfully. No further information was provided. This report is for one (1) inserter for elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned to manufacturer. A device history record (DHR) review was performed for part number: 359.219, synthes lot number: l096633: release to warehouse date: 20.oct.2016, manufacturing site: hägendorf: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product development investigation was conducted. The complained part was forwarded to the responsible sustaining engineer for evaluation. The handle is cracked as described in the complaint description. One broken off fragment is missing. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are slight signs of misuse on the instrument. The surgical technique guide advises to avoid hitting the t-piece of the inserter directly, as this may result in damage to the inserter. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot number the incorrect date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2018. Physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was confirmed what had previously been reported as the serial number was the lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the lower portion of the handle broke and some of it is missing.